Event description:
It was reported that a patient underwent a revision of a hernia repair on an unknown date and mesh was used. The patient developed a recurrent hernia. The patient underwent a re-operation on an unknown date. It is unknown how the defect was repaired.

Manufacturer narrative:
(B)(4) - recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-03519. The same patient is represented in each medwatch.